Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported that they were having issues with their recharger for the last two-three weeks. Patient mentioned that the recharger has been getting hot for the past two to three weeks. The patient mentioned the recharger left a red mark. Patient confirmed there was not injured or burn. Within the last week the patient has begun to have a hard time charging their implant. The patient mentioned the implant won't charge. The controller displayed a message that said the controller battery needs to be replaced when they are charging the implant. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt called back and reported the replacement recharger was not working and they were persistently seeing rm05 message while trying to charge ins. Agent reviewed information about message; after confirming pt was using replacement recharger, decided to try controller replacement.  Pt received the recharger and co ntroller and still not working. It says to call medtronic. Had pt use the equipment on the call. Pt got poor recharge quality. Pt repositioned and got a normal charging screen. Instructed pt to keep charging. Called pt back. Pt reported they got rm05 again. Pt said the recharger that they sent to pt looked refurbished, it was so worn out that pt could hardly see the sn. An email was sent to repair to request a brand new recharger. Patient called back and stated their replacement controller wouldn't unlock. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and got the cannot provide desired intensity settings message. Patient pressed ok. Patient got 80% on the controller and 40% on the implant. Pt called back and stated that he is getting settings not available message on all of his groups and he can decrease stimulation but he cannot increase his stimulation. Pss reviewed that this message needs to be resolved by a field rep. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they received replacements and that issue has resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger h3:analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.